Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. When the wound was sutured halfway, the suture broke from the middle. Changed another one to complete the surgery.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts if further details are received at a later date a supplemental medwatch will be sent. - patient consequences? If yes, please specify. -- information requested is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6. Method code added.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 6/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections, one empty winding former and one empty foil were received for analysis. Product code: vcp371h. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture pieces were examined, and the ends were noted to be cut probably caused by a surgical instrument. In addition, body fluids along the strands were found. Given the current condition of the returned sample, it is not possible to determine the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.